Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's implantable cardioverter defibrillator (ICD) exhibited multiple episodes of post-paced t-wave oversensing. Programming changes were made to resolve the issue. The patient was stable.

Event description:
New information received indicated that recurrence of post-paced t-wave oversensing was noted. No intervention was performed. The patient was stable.